Manufacturer narrative:
A supplemental report is being submitted for a correction. Section g3 date manufacturer received was mistakenly omitted from the previous supplemental report. The date of awareness of the completed investigation is 15-nov-2021. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files on the reported event date since the controller date was incorrectly set as (B)(6) 2016. Log files revealed 24 low flow alarms logged since (B)(6) 2016. However, the exact date of occurrence of the low flow alarms cannot be confirmed. The date and time were correctly set to (B)(6) 2017 13:54 on (B)(6) 2017. Information received from the site revealed that the patient was suspected of device thrombus. A computed tomography (CT) scan revealed no acute hemorrhage. The patient was treated with intravenous fluids (ivf). Later a CT scan revealed a large evolving middle cerebral artery (mca) stroke. The patient was evaluated for inflow cannula (ifc) or outflow graph (ofg) obstruction and was treated with anticoagulant. Of note, the patient had complex congenital cardiac history including double outlet right ventricle (dorv) statuspost glen, fontan. Later, the patient experienced a catastrophic subdural hemorrhage with neurological devastation. The patient subsequently progressed to multi-system organ failure (msof) and later expired due to msof and subdural hemorrhage. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, neurological dysfunction, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course . There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus, neurological dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient remains hospitalized post-implant. On the morning of (B)(6) 2017, the patient was in her usual state of health, active and playing. The ventricular assist device (vad) flows were 2.5-3.2, suddenly the patient experienced a tonic-clonic seizure lasting several minutes. Patient was sent for emergent head computed tomography (CT) which was negative for any acute hemorrhage, no ischemia detected. Flows noted to be lower, now running 1.3-1.8 liters per minute (lpm). Treated with intravenous fluids (ivf) and after load reduction. Patient was neurologically intact but "not herself". A repeat head CT on (B)(6) 2017 showed large evolving middle cerebral artery (mca) stroke. Log file analysis reveals pump power below normal operating range and an acute drop in power of approximately 0.5 watts that was observed on (B)(6) 2017 around the time of seizure, power has not since returned to normal. Patient to be evaluated for inflow cannula (ifc) or outflow graph (ofg) obstruction. Patient was appropriately anticoagulated and mean arterial pressures (maps) in the 70-80s. Of note, patient is a "4/f" with complex congenital cardiac history including double outlet right ventricle (dorv) status post glen, fontan. Left ventricular assist device (lvad) is situated in the common atrium and the atrioventricular valve is removed. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event could not be confirmed via review of the controller log files since the controller date was incorrectly set as (B)(6) 2016.  Log files revealed 24 low flow alarms logged since (B)(6) 2016. However, the exact date of occurrence of the low flow alarms cannot be confirmed. The date and time were correctly set to (B)(6) 2017 13:54 on (B)(6) 2017. Of note, the site suspected thrombus at the inflow cannula. It was also reported that the CT scan showed an evolving mca stroke. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported  "low flow" event may be attributed to multiple factors such as stroke, thrombus at inflow cannula. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Patient identifier corrected from (B)(6) to (B)(6). Ethnicity corrected to no information. Patient race corrected to no information. Model # corrected to 1103. Patient codes corrected to include (B)(4). Newly received information indicated that the patient experienced a catastrophic subdural hemorrhage with neurologic devastation. The patient subsequently progressed to multisystem organ failure (msof) and expired. The patient's cause of death was reported as msof secondary to subdural hemorrhage. Investigation of this event is pending and a supplemental report will be sent upon its completion. The cause of death was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a catastrophic subdural hemorrhage with neurologic devastation. The patient subsequently progressed to multisystem organ failure (msof) and expired. The patient's cause of death was reported as msof secondary to subdural hemorrhage. The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
It was stated from the site that no thrombus was visualized in the heart or outflow graft on CT scan., but that thrombus could not be excluded from the inflow cannula. It was also stated that the patients condition was related to the cerebral vascular condition. Patient remains in the hospital in guarded condition and will not be discharged for reasons not related to event and continues to be monitored. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.